Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods"), dyspareunia ("painful intercourse"), hot flush ("hot flashes"), insomnia ("insomnia"), restless legs syndrome ("restless legs"), anxiety ("anxiety") and migraine ("severe migraines"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menstrual disorder, dyspareunia, hot flush, insomnia, restless legs syndrome, anxiety and migraine outcome was unknown. The reporter considered abdominal pain lower, anxiety, dyspareunia, genital haemorrhage, hot flush, insomnia, menstrual disorder, migraine, pelvic pain and restless legs syndrome to be related to essure. The reporter commented: she has suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. Diagnostic results: on an unknown date plantiff underwent hysterosalpingogram: essure coils were properly in place and that her fallopian tubes were occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ sharp pelvic pain/ pelvic pain/pelvic pain/pelvic sharp") and genital haemorrhage ("unusual bleeding / excessive bleeding/ she began experiencing unusual bleeding/unusual bleeding,") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included joint pain, nerve pain, low back pain, migraine (she did not recover from these conditions before she had her essure placed.), pelvic pain (she did not recover from these conditions before she had her essure placed.), hot flashes (she did not recover from these conditions before she had her essure placed.), fibroids, menses irregular, dysfunctional uterine bleeding, shortness of breath, thoracic outlet syndrome, neuropathy and hypertension. Concurrent conditions included carpal tunnel syndrome since (B)(6) 2011. Concomitant products included esomeprazole since 2014 for acid reflux (oesophageal), valaciclovir hydrochloride (valtrex) since 2006 for human papilloma virus infection as well as clonazepam (klonopin), esomeprazole and salbutamol (albuterol) since 2006. In (B)(6) 2013, the patient experienced migraine ("severe migraines/worsening migraines after essure placement"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced arthralgia ("joint pain") and neuralgia ("nerve pain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). In 2015, the patient experienced dyspareunia ("painful intercourse") and genital burning sensation ("cervix burning"). In march 2016, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced menstrual disorder ("unusual periods"), hot flush ("hot flashes/hot flashes"), insomnia ("insomnia"), restless legs syndrome ("restless legs"), anxiety ("anxiety"), uterine cervical pain ("cervix pain/cervix pain"), loss of libido ("her sex drive decreased") and neck pain ("cervical pain"). The patient was treated with clonazepam, estradiol, ibuprofen and surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia, hot flush, migraine, genital burning sensation, arthralgia, neuralgia and uterine cervical pain had not resolved and the menstrual disorder, insomnia, restless legs syndrome, anxiety, endometriosis, loss of libido and neck pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, dyspareunia, endometriosis, genital burning sensation, genital haemorrhage, hot flush, insomnia, loss of libido, menstrual disorder, migraine, neck pain, neuralgia, pelvic pain, restless legs syndrome and uterine cervical pain to be related to essure. The reporter commented: she has suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. On 06aug2013 (discrepancy noted) hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure coils were properly in place and that her. Essure coils were properly in place and that her fallopian tubes were occluded. Normal post essure findings. The micro-inserts are in normal position and there are no evidence of tubal patency. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: "hot flashes." Most recent follow-up information incorporated above includes: on 20-feb-2019: plaintiff fact sheet was received. Events added from pfs- cervical pain. Concomitant drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ sharp pelvic pain") and genital haemorrhage ("unusual bleeding / excessive bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included carpal tunnel syndrome since 2011. Concomitant products included esomeprazole magnesium (nexium) since 2014 for acid reflux (oesophageal) and valaciclovir hydrochloride (valtrex) since 2007 for human papilloma virus infection. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced arthralgia ("joint pain") and neuralgia ("nerve pain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). In 2015, the patient experienced dyspareunia ("painful intercourse") and genital burning sensation ("cervix burning"). On an unknown date, the patient experienced menstrual disorder ("unusual periods"), hot flush ("hot flashes"), insomnia ("insomnia"), restless legs syndrome ("restless legs"), anxiety ("anxiety") and migraine ("severe migraines"). The patient was treated with ibuprofen, clonazepam, estradiol and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, genital burning sensation, arthralgia and neuralgia had not resolved and the genital haemorrhage, abdominal pain lower, menstrual disorder, dyspareunia, hot flush, insomnia, restless legs syndrome and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, dyspareunia, genital burning sensation, genital haemorrhage, hot flush, insomnia, menstrual disorder, migraine, neuralgia, pelvic pain and restless legs syndrome to be related to essure. The reporter commented: she has suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. Diagnostic results: on an unknown date plantiff underwent hysterosalpingogram: essure coils were properly in place and that her fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on 27-jun-2018: plaintiff fact sheet received. Reporter added. Plaintiff demographics, concomitant and treatment drug added. New events cervical burning, nerve pain and joint pain were added. Incident no lot number or: sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ sharp pelvic pain/ pelvic pain") and genital haemorrhage ("unusual bleeding / excessive bleeding/ she began experiencing unusual bleeding,") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included joint pain, nerve pain and low back pain. Concurrent conditions included carpal tunnel syndrome since december 2011. Concomitant products included esomeprazole magnesium (nexium) since 2014 for acid reflux (oesophageal), valaciclovir hydrochloride (valtrex) since 2007 for human papilloma virus infection as well as clonazepam (klonopin) and salbutamol (albuterol). In april 2013, the patient experienced migraine ("severe migraines"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced arthralgia ("joint pain") and neuralgia ("nerve pain"). In march 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). In 2015, the patient experienced dyspareunia ("painful intercourse") and genital burning sensation ("cervix burning"). On an unknown date, the patient experienced menstrual disorder ("unusual periods"), hot flush ("hot flashes"), insomnia ("insomnia"), restless legs syndrome ("restless legs"), anxiety ("anxiety"), uterine cervical pain ("cervix pain"), endometriosis ("endometriosis") and loss of libido ("her sex drive decreased "). The patient was treated with ibuprofen, clonazepam, estradiol and surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia, hot flush, migraine, genital burning sensation, arthralgia, neuralgia and uterine cervical pain had not resolved and the menstrual disorder, insomnia, restless legs syndrome, anxiety, endometriosis and loss of libido outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, dyspareunia, endometriosis, genital burning sensation, genital haemorrhage, hot flush, insomnia, loss of libido, menstrual disorder, migraine, neuralgia, pelvic pain, restless legs syndrome and uterine cervical pain to be related to essure. The reporter commented: she has suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. Diagnostic results: on an unknown date plantiff underwent hysterosalpingogram: essure coils were properly in place and that her fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- events cervix pain and endometriosis were added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.